Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and a gradual rise in pace impedance measurements reaching greater than 2000 ohms and the patient experienced pocket stimulation and syncope. Reprogramming was performed to unipolar pacing and bipolar sensing. The patient would be continuously monitored, and the lead may possibly be extracted at a later date. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and a gradual rise in pace impedance measurements reaching greater than 2000 ohms and the patient experienced syncope. Reprogramming was performed to unipolar pacing and bipolar sensing. The patient would be continuously monitored, and the lead may possibly be extracted at a later date. This lead remains in service. No adverse patient effects were reported.